Event description:
It was reported that after an unknown period of time post implant of a bifurcated device, a limb extension, an infrarenal aortic extension and a suprarenal the physician reported the patient had an endoleak. Specifically, the physician advised the endoleak was from the right side and the limb had pulled back into the aneurysm sac. It was noted that an intervention was performed but no details are currently available concerning the intervention or patient status.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. The reported type ib endoleak, secondary procedure or the final disposition of the patient could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation information, a root cause of the reported issue could not be identified. However, cautionary product use that might have contributed to this complaint is the reported calcified common iliac arteries.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.